Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right atrial lead exhibited sensing anomaly. Several attempts to position the lead were unsuccessful. The physician was unable to retract the helix. Fluoroscopy was performed and revealed the fixation mechanism seemed to work as intended. The physician felt the lead might be stuck in tricuspid valve. The lead remained implanted and programmed off. On (B)(6) 2015, the lead was explanted and replaced with no complications. The patient was in stable condition.